Manufacturer narrative:
(B)(4). Batch # t5el97. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a green reload with the t5el97 batch number, with no apparent damage and the retaining pin can be seen push up as if the reload had been fired. Based on the photo alone the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Why abandon the anastomosis and to the stoma? Did the patient receive any preoperative chemotherapy or radiation? Was this the 1st firing of the device or was it reloaded? When was the staple retaining cap removed? Was the pin placed manually or automatic? How did the user confirm that the pin was in proper orientation before firing? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an operation for a colon tumor, a low anterior resection was performed. During stitching, the proximal part of the stump was completely stitched, and the distal part was not stitched at all. The doctors were forced to change the course of the surgery and performed the hartmann operation (they closed the stump tightly and removed the stoma).

Manufacturer narrative:
(B)(4). Date sent: 06/27/2022. Additional information was requested, and the following was received: what were the indications for surgery?- rectal cancer. What surgical procedure was performed? - low anterior resection. Why abandon the anastomosis and to the stoma? - the surgeon installed the stoma. Did the patient receive any preoperative chemotherapy or radiation? - no. Was this the 1st firing of the device or was it reloaded? - it was reloaded. When was the staple retaining cap removed? - immediately before the establishment on the intestine. Was the pin placed manually or automatic? - it was placed automaticly. How did the user confirm that the pin was in proper orientation before firing? - visually (by eye). What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? - he looked and assessed visually. Was the device difficult to close? - no. Was the device closed and repositioned multiple times prior to firing? - no. Was the device difficult to fire? - no. Was the distal transection completed in one or multiple firings? - it was completed in one firing. Can more information be provided about staple form? - there were no staples on the distal part. What is the current status of the patient? - satisfactory.

Manufacturer narrative:
(B)(4) date sent: 07/29/2022 d4: batch # t5el97 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the cr40g reload was received with no apparent damage. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.